Event description:
The pt experienced a constant shocking or jolting sensation on the left side of her body from her head to her toes following a fall. She had fallen about a week earlier and had hit her head. She reported that movement caused changes in her stimulation. Five days later the pt reported intermittent "buzzing" on her entire left side after a bolt of lightning struck outside next to the window where she was sitting. The pt did not report any electrical issues inside the house during the lightning strike. The pt described her status as good. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).